Manufacturer narrative:
Correction: d4, h4 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during their pd treatment. The patient reported receiving a supply bag lines are blocked during pause 1 and an air detected in cassette alarm during fill 1 of 8 of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised the patient to cancel treatment and re-setup with all new supplies. Upon follow up, the patient confirmed the reported event. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during their pd treatment. The patient reported receiving a supply bag lines are blocked during pause 1 and an air detected in cassette alarm during fill 1 of 8 of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised the patient to cancel treatment and re-setup with all new supplies. Upon follow up, the patient confirmed the reported event. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.